Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through several troubleshooting steps, including disconnecting and repositioning tubing, delivering bolus doses, inspecting the cartridge for cracks or debris, and cleaning the pneumatic tap. The customer was advised to replace supplies as necessary and resume insulin therapy.